Event description:
It was reported to philips that the device is not switching on. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, fse found that the "therapy delivery test failed" during operation check, and in hardware log found error 7.34.10 (hv capacitor energy low). Confirmed the cause was traced to a faulty therapy capacitor; part was requested to be replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The part was confirmed ordered/shipped for fse onsite replacement of the defective part. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.